Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave iabp (intra-aortic balloon pump) had multiple autofill issues. There is no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the customer stated issue. Fse found that the pneumatic interface module was failing. And replaced the pneumatic interface module and calibrated. Functional test performed without any further failures or issues. Safety, calibration, and functionality checks completed as per factory specifications. The failure analysis and testing department received pneumatic module assy with a reported unit failure of autofill failure. The failure analysis and testing department performed a visual inspection and observed a substance in the catheter port that is consistent with blood. Due to the blood in the catheter port, the fat department cannot investigate this complaint any further. Retaining the pim in the fat dept. Per procedure.

Event description:
It was reported that the cardiosave iabp (intra-aortic balloon pump) had multiple autofill issues during use on patient. There is no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.